Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with anatomy or associated devices during use. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an armada dilatation catheter was advanced to the mildly tortuous distal popliteal, mildly calcified lesion. Balloon inflation was performed at 8 atmospheres (atms), when the balloon burst. The device was removed from the anatomy without issue and another armada was successfully used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.